Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached early elective replacement indicator (eri) potentially due to premature depletion. It was also reported that the right ventricular output was programmed high. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.